Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors was observed via fluoroscopy. The lead remains implanted and is functioning appropriately. No intervention was reported. Patient will continue to be monitored.